Manufacturer narrative:
It was noted that the device was not returned, as the device remains implanted. A supplemental report will be submitted if additional information becomes available.

Event description:
Patient reports knee hyperextends when walking, creating pain in joint with every step.

Event description:
Patient reports knee hyperextends when walking, creating pain in joint with every step.

Manufacturer narrative:
Reported event: an event regarding instability involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the office note documents the patient had advanced osteoarthritis of the right knee and was scheduled for a tka. This was competed on 6/18/2019. In addition 3 postoperative notes were reviewed. Implantation of a primary tka is confirmed. The post-operative notes do not make mention of hyperextension or instability. Should further documentation become available I would be happy to further this investigation." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the patient reported that knee hyperextends when walking, creating pain in joint with every step. A review of the provided medical records by a clinical consultant indicated: "the office note documents the patient had advanced osteoarthritis of the right knee and was scheduled for a tka. This was competed on 6/18/2019. In addition 3 postoperative notes were reviewed. Implantation of a primary tka is confirmed. The post-operative notes do not make mention of hyperextension or instability. Should further documentation become available I would be happy to further this investigation." The exact cause of the event could not be determined because insufficient information was provided. Further information device information, pathology reports, pre and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.